Manufacturer narrative:
This medwatch report is for the suspect device used in inform system 2. Reference medwatch report with a1 pt for the suspect device used in inform system 1.

Event description:
Reporter alleged obtaining discrepant blood glucose results of 575 mg/dl back to back with a result of 125 mg/dl when tests were performed within 4 minutes of each other on inform system 1. Reporter stated another blood glucose result of 116 mg/dl was performed minutes later on inform system 2. No actions were reported taken or treatment was received. Quality control testing was performed on the system and both levels of controls were within acceptable ranges. A request was made for the return of the suspect device and replacement product was sent.